Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
At 4:06:46 pm on the event date, a spinning spiros® closed male luer, red cap reportedly disconnected from an unspecified syringe when an rn was attempting to push adriamycin through a running saline line, specifically when pressure was applied to the connected syringe plunger. Prior to administration, the registered nurse verified that the spiros device was rotating freely and was tightly/properly connected. Following the event, the registered nurse took the medication and spiros device to the pharmacy, where both the drug and the spiros were replaced prior to administration. The patient and staff were exposed to chemotherapy.